Event description:
Depuy spine was made aware of legal action being taken by a pt in regard to problems he experienced with cervical repair. The pt fell and was injured. At the time of treatment, the suit alleges that a cervical fracture went undetected. Two weeks later, cervical fusion was performed at c1-c2. Suit claims that pt failed to fuse and that the screws later broke. In feb 2008, a second procedure was performed to remove implants and fuse using cables. The suit claims that this second procedure failed as well. Device 1. See also: 1526439-2008-00151 & 152.

Manufacturer narrative:
No conclusions can be made at this time. Pt is reported to be osteoporotic, which might have been a contributing factor to the non-union and device breakage.